Event description:
Upon retraction of the jacket, the contralateral pull wire got caught on the superior frame hooks. It was resolved with the use of a guiding catheter. Bilateral graft stents used. Unable to advance contra wire.